Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got lost sensor alarm on insulin pump. The customer's blood glucose was over 600 mg/dl. The customer treated their high blood glucose with 9+ units from the pump. The product was not returned for analysis.